Event description:
It was reported to philips that 5v power supply failure during unknown device use on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pd. Scomp. Dcps_24v_12v_5v, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).